Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported death, life-threatening, which was marked incorrectly as this is product problem only as mentioned in previous report . Incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. Incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report.

Manufacturer narrative:
The manufacturer previously reported that death, life-threatening, required intervention to prevent permanent impairment/damage occured in outcomes attributed to adverse event. After review, it was determined that all these were incorrectly selected in outcomes attributed to adverse event. Nothing such has occured to the patient. Event was incorrect in the previous file. The correct statement would be: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. During the evaluation, it is found that the customer complaint is not confirmed and bottom enclosure stands are broken, inlet foam is damaged , which has been changed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Device available for evaluation, initial reporter name and address, was incorrectly reported in the previous report, which correctly updated in this follow up report.